Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in posterior side assessed as fold flaw opening and observed opening in anterior side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inside the device. Observed what appears to be like crater appearance on shell surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional also reported right side capsular contracture baker grade IV, painful, deformity and hardening. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional also reported right side capsular contracture baker grade IV, painful, deformity and hardening. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional also reported right side capsular contracture baker grade IV, painful, deformity and hardening. Device has been explanted and replaced.